Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented complaining of fatigue, nausea, and dizziness. It was determined that the right ventricular (rv) lead exhibited a sudden rise in threshold and non-capture. In addition, the right atrial (ra) lead displayed non-capture. The physician suspected a pacing problem with the implantable pulse generator (ipg) as previous trends were noted as stable. The rv and ra leads were capped and replaced. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.